Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that during a surgical procedure at the user facility, a hair was found inside the sterile packaging. The procedure was completed successfully. No medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The user facility discarded the product and will only return the hair for analysis. Not returned to us manufacturer at this time.

Manufacturer narrative:
The additional information was reported by the user facility, that the procedure was completed without a clinically significant delay.

Event description:
It was reported that during a surgical procedure at the user facility, a hair was found inside the sterile packaging. The procedure was completed successfully. No medical intervention and no adverse consequences were alleged with this event. The additional information was reported by the user facility, that the procedure was completed without a clinically significant delay.

Event description:
It was reported that during a surgical procedure at the user facility, a hair was found inside the sterile packaging. The procedure was completed successfully. No medical intervention and no adverse consequences were alleged with this event. The additional information was reported by the user facility, that the procedure was completed without a clinically significant delay.